Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, the customer reverted to manual dose injection. Reportedly, the customer used cold insulin, which is considered off label use.